Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 25 instances of battery compartment w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there was 1 instances of a battery compartment w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there was 1 instance of battery compartment w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 163 allegations of a malfunction, 112 pumps were returned to animas and investigated. Of the investigated pumps, 112 were found to be malfunctioning due to a battery compartment crack with moisture observed inside the compartment. During investigation for unrelated complaints, there were 114 additional failures found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 163 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-78 years of age and between 24 and 245 pounds. Of the reported patients, 59 were male and 104 were female.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 2 instances of battery compartment with moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program

Manufacturer narrative:
Follow-up #3: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of battery compartment with moisture failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.